Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned because it was discarded. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was implanted with a nexgen complete knee solution, cruciate retaining,femoral component porous for an uncemented femoral component for total knee replacement. While inputting details in to the njr labels stated that the prosthesis was pre coat (cemented). One day post-implantation, exploration of knee the following day determined that the prosthesis was actually porous, not pre coat. Implant was removed and was replaced with the correct implant.